Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a non-tortuous and severely calcified vessel. A 7.0mm x 80mm x 135cm sterling balloon catheter was advanced over a 0.018-inch guidewire and positioned for dilatation. During the initial inflation at 7 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.